Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection of the device, it was observed that it is in used condition, the handle does not show structural anomalies as well as the sleeve. The needle shaft was found loose, it has a free movement. The shuttle was returned completely out of the device, it was in a normal shape. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 21m18, and no non-conformances were identified. According with the visual inspection result, this complaint can be confirmed, a possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive force may have been applied to the needle and consequently caused the needle shaft to loosen. And therefore the needle could not pass the meniscus, however, this cannot be conclusively determined. As per IFU: do not apply excessive axial or bending forces to the needle shaft or shuttle during use, as excessive force may limit the function of the device or cause the device to bend, deform or break. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. Investigation summary: two photos were returned to depuy synthese mitek for evaluation. The depuy synthese mitek team conducted a visual inspection of the returned photos. Visual analysis of the photos revealed that the device tip condition could not be noted. The handle and the shaft appear to be in good shape. With photo provided is not possible to determine if the device has a damage. A manufacturing record evaluation was performed for the finished device 21m18, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual inspection of the photo, this complaint cannot be confirmed. The device is required for testing, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2023 for an avulsion fracture, it was observed that the ideal suture shuttle 45 degrees left device could not pass the meniscus at the insertion point. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.